Event description:
Technician alleged that the right head side rail is not locking. No patient impact.

Manufacturer narrative:
The technician replaced the right head center arm assembly to resolve the issue.